Event description:
Information received indicates the head of the bed does not work. The head section is flat and cannot be raised.

Manufacturer narrative:
The technician found the head section solenoid valve was not functioning. He replaced the solenoid valve to repair the bed.